Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver the device and stent deformation). Deformation problem (stent). Related to operational context (device inspected prior to use with no issues noted -most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Conclusion results: inherent risk of procedure ¿ (failure to deliver the device and stent deformation). Related to operational context (device inspected prior to use with no issues noted -most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). (B)(4).

Event description:
An attempt was made to use an endeavor resolute drug-eluting stent to treat a lesion in the rca. The device had been inspected prior to use with no issues noted. Pre-dilation was performed but the device was unable to cross the lesion. Resistance was encountered during advancement. The device was removed and it was noted to kinked. Another device was used to complete the procedure. Evaluation summary: the device was returned for analysis. There were kinks located on the hypotube distal to the strain relief. There were two raised struts on the 1st proximal segment. The distal tip of the catheter had slight evidence of damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).